Event description:
The account alleges that the bed goes into reverse trendelenburg on its own and cannot be returned to the flat position. There are no alleged injuries reported in regards to this issue.

Manufacturer narrative:
The technician troubleshoot the bed and found that the issue was caused by a loose female pin connector on the power control module board. The technician tightened the pin connection on the power control module board to resolve the issue.